Manufacturer narrative:
On 10-feb-2023, the product investigation was completed. On 15-feb-2023, bwi received additional information regarding the event. Stsf, octaray, webster cs, soundstar 10f, esophastar was used during the procedure. They could not confirm if the insertion tube was used to introduce the catheters into the vizigo sheath, if any damage was noticed in the hemostatic valve after or while the catheter or dilator was used, or if a needle was used as they were not standing next to the physician as he was getting access. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Sem (scanning electronic microscope) analysis was performed, concluding evidence of mechanical damage on the hemostatic valve and silicon ring. Due the finding the complaint was investigated thru escalation process. A device history record was performed for the finished device 50000227 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative that the vizigo sheath was leaking through the hemostatic valve. The sheath was replaced, and the issue was resolved. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).